Event description:
During closure of ectopic laparoscopic case using 4-0 vicryl #j426, the tip of suture needle broke off. Needle and needle tip retrieved and removed from field. Case completed without further incident. No harm to patient.